Manufacturer narrative:
The insulin pump passed the pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The operating currents were in specification. The pump had a stripped battery cap coin slot noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a partially broken off reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that she cannot get the cover for the battery off and probably has a day left. Caller stated that it is stripped on the outside. Caller stated that she has tried everything including butter knives and quarters. Caller stated that the groove is worn down and it is hard to get a grip to turn it. Caller stated that she has been trying to get the battery cap off since last night. Customer's blood glucose was 186 mg/dl at the time of the incident. Customer's blood glucose was 400 mg/dl yesterday. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.